Manufacturer narrative:
Pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No under/over delivery anomaly noted and passed the data test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was malfunctioning as they were getting lows during the day and highs of 270 to 280 mg/dl after midnight. The customer¿s blood glucose level was 60 mg/dl at the time of the low incident, and 120 m/dl at the time of the call. Customer treated for the low with soda. Troubleshooting was completed for the over delivery allegation but not for the highs. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.